Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of returned device for analysis a conclusive cause for the reported difficult to insert could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, there was significant scar tissue at the access site and the proglide device could not be inserted into the artery. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.